Event description:
The surgeon implanted a cc4204bf collamer plate lens but it tore as it was being inserted. The incision was enlarged to remove the lens. A second lens was implanted and the wound was sutured. The nurse stated that it was unknown what caused the lens to tear. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.